Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was not verified in the black box or duplicated in the evaluation. Review of black box data found loss of prime events associated with empty cartridge and auto off alarms and deliveries were resumed shortly after. No valid loss of prime events was observed in the black box. The total daily deliveries added up correctly. The pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy and force sensor calibration reading were within specifications. Unrelated to the reported prime issue, keypad cover was found to be torn. No tactile issues were found with the buttons and removal of the cover did not find any contamination with the button contacts.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an issue with loss of prime. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was above 250 and below 500 mg/dl with ketones of unspecified level. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alarmed for loss of prime once. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of alarm history indicated that the pump gave an ¿auto off¿ alarm. The reporter was able to complete prime step with cartridge change. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event associated with a use error in that the alleged prime issue was not completed properly after a loss of prime alert.